Event description:
It was reported that during an unknown procedure, the 4-40 stud of the hand piece broke into the blade during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
The device was returned with the 4-40 stud from the hand piece was broken off inside the device and with the blade scratched and cracked. Due to the broken 4-40 stud, further functional testing could not be performed. The broken 4-40 stud prevented the device from attaching to the hand piece. It could not be determined why the 4-40 stud from the hand piece broke. Investigation complete, no further investigation will be required as the failure mode is attributed to the hand piece. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.